Manufacturer narrative:
Initial.

Event description:
It was reported that after a usual lunch announcement, the ilet user experienced low blood glucose and believed the meal announcement was the incorrect size due to fewer carbohydrates eaten than expected. The event was managed by the user with oral glucose (mints), and no device malfunction was alleged, with the issue related to user interaction with the user interface. Symptoms included hypoglycemia with a lowest reported glucose of 54 mg/dl. Outcomes included minor injury with no lasting health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure, specifically an incorrect meal announcement via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.